Manufacturer narrative:
Qn#(B)(4). The investigation for this complaint is in progress at the time of this report.

Event description:
The customer complaint alleges that "the cuff could not be inflated found during inspection prior to use." The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4). The device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. The sample was then tested with a calibrated endo test meter. It was observed that when the cuff was inflated to 25mbar, the cuff pressure dropped slowly. The sample was immersed in water after the cuff was inflated and air bubbles were observed at the side arm assembly between the valve and the pilot balloon. The area of leakage was observed under magnification and it was found that the cuff was torn. An attempt was made to replicate the defect using samples from production at the manufacturing facility; however, the defect could not be replicated. Based on the investigation performed, it was found that the blue cuff would not stay inflated. There is 100% leak testing performed at the manufacturing facility after the tubes are assembled; therefore, a defect of this type would be detected prior to release. It is possible that the defect may be caused by the end user handling method prior to use on the patient.

Event description:
The customer complaint alleges that "the cuff could not be inflated found during inspection prior to use." The patient condition is reported as "fine".